Event description:
Same case as: 2134265-2009-02610, 2134265-2009-02607, 2134265-2009-02604, 2134265-2009-02600. It was reported by the patient's wife that during a coronary stenting treatment procedure, four liberte stents were implanted in a "bypass grafts with residual thrombosis" and this resulted in poor arterial blood flow after the procedure and the patient needs another cardiac catheterization scheduled this month. Further information provided revealed that a no reflow phenomenon occurred. The lesion being treated was located in a saphenous vein graft (svg) to the circumflex (cx). Multiple inflations were made in the distal mid and proximal with an unknown 2mm balloon, as it was unclear where the occlusion was located. Poor flow remained with a large amount of thrombus noted in the proximal segment of the graft. Despite multiple passes with a thrombectomy device, a significant amount of thrombus persisted. It was felt to be partially due to poor distal run off. Balloon inflations were made with the 3.0x20mm maverick balloon, from the distal to the proximal svg. Following this there did appear to be some improvement in the flow which was felt to be timi 3 flow. There appeared to be a dissection with residual thrombus in the distal segment of the svg. The physician implanted a 3.0x32mm liberte stent in the distal portion with excellent results and flow remained fairly good. However, persistent thrombus and high grade disease remained through out the mid and proximal portion. A 3.50x32mm and 4.00x32mm liberte stent was implanted. Following the deployment of the second stent, a no reflow phenomenon occurred with a significant reduction in flow. Intracoronary cardene and nitroglycerin was used to treat the no reflow condition. There was some improvement. The proximal portion of the svg contained stenosis. The physician placed a 4.00x12mm liberte stent, hoping to maximize the inflow. Angiographic results were good but there was persistence of no reflow. IV cardene and several doses of intracoronary adenosine were given in the distal circulation. Timi flow remained a grade 1 in the distal vasculature. There were no obvious flow limiting lesions remaining in the svg and the procedure was completed. Medications given included: integrilin and heparin. One year and five months post the procedure, the patient underwent catheterization, which went well and the patient is recovering nicely. A 95% blockage in the rca was identified and stented. No problems or blockage were found with the original four liberte stents placed in the cx.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.